Event description:
Information was received from a patient (pt) via friend/family member who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller reported they are having difficulty with the controller because they are not able to increase the stimulation because patient is not getting much relief. Caller stated they are on vacation. Patient services specialist (ps) asked caller to connect with controller and controller show to connect the recharger. Ps asked caller and patient to inspect the recharger for visible damage and patient said there is no visible damage on the recharger. Caller started charging the ins and getting excellent quality, ins 40% and controller 100% charged. Caller asked how to get to the home scree to see the setting. Ps reviewed information. Caller stated they are getting message settings not available, cannot provide your desire setting since day before yesterday and now. Ps reviewed meaning of message. Ps reviewed the external devices are functioning as intended. Ps reviewed settings and usage could affect how often the ins need to charge. Ps recommend patient consult with hcp ofc for next step s. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Ps had difficulty hearing patient and caller clearly. Additional information was received from the manufacturer representative (rep). It was repor ted that the issue is ongoing. Rep called to report all impedances are high around 20k ohms. Rep said another rep also detected high impedances on (B)(6) 2023. Rep said pt falls often. Pt is not getting good therapy and the pt is getting the settings cannot be achieved oor message. The rep said she will try reprogramming. 2023-sep-01 e1 (rep): additional information was received from the manufacturer representative (rep). It was reported that they were able to reestablish therapy, and the patient seems to be getting coverage where it¿s needed, but they will find out in the coming weeks if it is effective in reducing his pain.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.